Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 470 mg/dl. The customer had not reported the symptoms. The customer was treated with bolus. Customer's blood glucose value was 480 mg/dl. Customer stated that she had her battery out for more than ten minutes and now her meter isn't sending the reading to the pump. Customer stated that she tries to give a bolus it is saying her amount is exceeding the max bolus so we adjusted the max bolus to 12 from 10.0. She is now delivering a 10.4 bolus. Customer was explained how to do a bolus. Checked customers settings and there were no basal rates in the pump. Customer also stated that they having issues with battery and making a change. Customer additionally stated that she changed the battery and the pump still said " to change ". Had customer take the battery out and clear the screen and then change the battery again. Got the delivery stopped. The product was not returned for analysis.